Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, healon is not an implanted device. Device evaluation: the complaint sample was not returned to the manufacturing site; therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the lot number is unknown. A search of complaints related to lot number cannot be performed since the lot number is unknown. Conclusion: since no sample was returned and lot number is unknown an investigation could not be performed, and no malfunction is confirmed. No escalation is required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Chang, j.s.m., ng, j.c.m., chan, v.k.c., and law, a.k.p., (2016) cataract surgery with a new fluidics control phacoemulsification system in nanophthalmic eyes. Case reports in ophthalmology,7, p.218-226 doi:10.1159/000452158.

Event description:
The following article was received based on a literature review: cataract surgery with a new fluidics control phacoemulsification system in nanophthalmic eyes. The publication reports one eye developed post op increase in iop, which was resolved with vitreous tap. A copy of the article is provided with this report.